Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Sensor was inserted into the patient's arm. Patient stated that he experienced a low blood glucose level of 32mg/dl and became unconscious. He was transported to the emergency room via ambulance and was discharged five hours later. Patient was using his continuous glucose monitoring device at the time of the event. No additional event information was provided.

Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the patient's arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).